Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2014; UDI: (B)(4); ubd: 2015-11-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 5.301 mg/day via an implantable pump. It was reported that the patient experienced increased pain. The patient recently moved and indicated at her last refill that the amount of drug the nurse got back was more than what was expected. There were no environmental factors that contributed to the issue. A dye/rotor study was attempted and the physician was unable to aspirate the catheter. A catheter revision was being planned, but hadn't been scheduled at the time of the report. The issue was not resolved at the time of the report.